Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, error 25521 on master tool manipulators (mtm) right occurred. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called technical support to report that site reached out to her and informed her that they continued to receive a disabled arm message during their second procedure. The isi technical support engineer (tse) viewed logs and noted several 25521 errors on the mtmr with reboots between errors. The caller stated that the surgeon completed the procedure robotically. The caller asked if the system could be used. The isi tse informed the caller that the error may continue to persist until the isi field service engineer (fse) resolves it. The isi tse informed the caller that if the right mtm was disabled, then the surgeon will only be able to control the left mtm and will not be able to control the camera. The site was continuing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the master tool manipulators (mtm) to resolve the issue with the master controller floating and faulting. The system was tested and verified as ready for use. Isi received the mtm part involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce, but confirmed errors via field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and test drive were performed without any issues. There was no problem found with the mtm. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors 25521 on mtm right occurred during the surgical procedure that were related to the reported complaint. This complaint is reportable due to the following: the customer received errors point to the mtm so a second ssc was brought in to continue the procedure. System unavailability after start the of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.